Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a screen display failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse was not able to duplicate the reported failure. In order to fix the issue, the fse unplugged and cleaned each connector on the control board in the display assembly. Operation was confirmed to be good. After each work, the fse conducted an operation check based on the inspection record sheet and confirmed that it is currently working properly.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a screen display failure and noise generated on the screen. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.